Event description:
The customer reported that they received erroneous results for one patient sample tested for ion selective electrode (ise) sodium and chloride. The sample initially resulted as 122 mmol/l for sodium and 115 mmol/l for chloride. These initial values were reported outside of the laboratory. The physician questioned the results and requested for another sample to be drawn from the patient. The customer performed maintenance on the instrument during the time of the re-draw. The results from the re-draw were not reported outside of the laboratory. The customer then repeated the original sample on (B)(6) 2012, and it resulted as 137 mmol/l for sodium and 102 mmol/l for chloride. The repeat sodium value of 137 mmol/l and chloride value of 102 mmol/l were believed to be correct and corrected reports were issued for these values. The patient was not adversely affected by the event. The customer did not provide the lot numbers or expiration dates for the sodium and chloride electrodes. The field service representative determined that the ise sipper nozzle was damaged. He replaced the ise sipper nozzle. He performed an ise check and precision testing. The operator performed calibrations and quality control with all results meeting specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.